Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The fse noted that the nav ring and the accept button are unresponsive. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.